Event description:
It was reported that as the coil was advanced into the internal carotid artery (ica) aneurysm; the pusher wire perforated the aneurysm. A balloon catheter was used to stop the bleeding, and the patient was transferred to surgery to have a drain placed. The patient was reported in stable condition.

Event description:
It was reported that as the coil was advanced into the internal carotid artery (ica) aneurysm; the pusher wire perforated the aneurysm. A balloon catheter was used to stop the bleeding, and the patient was transferred to surgery to have a drain placed. The patient was reported in stable condition.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.